Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2023-00470. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. It was reported that the patient's vessels were very friable. During the procedure, while advancing the cat7 to the target location, the physician noticed a perforation of the popliteal artery. It was noted that a guidewire was not used. Therefore, the cat7 was removed from the patient. An open surgery was performed to treat the perforation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Vessel perforation is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, while advancing the cat7 to the target location, the physician noticed a perforation of the popliteal artery. It was reported that a guidewire was not used. Therefore, the cat7 was removed from the patient. Upon removal, the material distal to the marker band was noticed to be damaged. An open surgery was performed to treat the perforation. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation h3 other text : placeholder.